Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and healthcare provider (hcp) via the rep. The rep met with the patient on (B)(6) 2018. The patient was having difficulty with coupling, which was clarified to mean that the patient was needing to put a ton of pressure on the ins to get good coupling. Also, the coupling would go from 6 bars to 0 bars when the patient would lean back to recharge. It was noted that the rep was not sure if the implant site was fully healed, although there was no redness present. The rep observed that one side of the ins was poking out and they couldn't see part of the ins. Then the hcp checked the ins site and told the rep that the implant site was flush with the skin and did not appear to be too deep. It was reviewed that if the ins is at an angle, then that could be affecting coupling. The antenna locate (al) feature was reviewed and the rep stated they would try that with the patient. The rep disconnected the call to work with the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-31. The patient will have surgery in a few weeks schedule depending. At most the patient will have a complete system replacement. The least that will be done is that their ins will be replaced. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-27. The system was requested but per hospital policy, it was sent to pathology. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was instructed to recharge on (B)(6) 2018 and there was poor coupling with recharging. The patient tried wearing the belt and tried without the belt with holding the recharging disc over the implant site. An antenna locate session resolved the issue, and the patient was getting 6-8 coupling bars. The patient noted that the scar seemed as it was near the middle of the implantable neurostimulator. There was swelling at the implantable neurostimulator site as the patient had just received the implant about 2 weeks prior to the report. The patient mentioned that the patient was sore from having to move the recharging disc over the implantable neurostimulator to recharge. There were no further complications reported or anticipated. Additional information was reported that the patient is still having coupling issues. The patient then reported that their ins battery has gone dead. The patient noted that they turned her ins on, on monday and the implant was half charged then. The patient then stated that the following tuesday evening the ins went dead, but she was still able to charge. The patient has been having difficulty charging since then due to issues previously reported above. The patient also noted that the "box was poking out" since it was implanted (patient is talking about their ins poking out). The patient also reported that the ins is really hard for her to find now, and the implant has possibly moved. The patient stated that she noticed this possibly this morning. Troubleshooting was done over the phone. The patient was walked through turning the antenna dial through all 4 positions (antenna locate feature) and the patient was getting 8 coupling boxes. The patient noted that if she moved the recharger beeps and drops down to 0 coupling boxes. The patient confirmed that she has had no falls or traumas and inquired if the ins can move. It was reviewed that he ins/leads can possibly move if the patient has had a fall/trauma, but the patient was redirected to speak to their healthcare provider (hcp) about that in person. The antenna locate resolved the patient's trouble with recharging. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-22. The patient is planning to have surgical intervention to correct the battery and leads. No further complications were reported/are anticipated.